Event description:
During an in-clinic follow-up, loss of capture and failure to sense were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was found to be dislodged. During a revision procedure, the rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported events of failure to capture and sense was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the distal portion of the lead, cleaning, and applying the torque directly to the inner coil, the helix could be extended/retracted and helix extension length met specification.